Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device handpiece control unit was not functioning and defective, the motor seized, jammed and was heavily moving, the trigger was blocked, jammed and heavily moving and the coupling on the tool side was seized, jammed and heavily moving. It was further determined that the device failed pretest for check power with the test bench, function with the pen drive console, compatibility between the small battery drive device and the small battery drive device ii, triggers, electronic control unit function, switching function, oscillation angle, check the off/oscillation/on switch mode function, attachment coupling and general condition. It was noted in the service order that the device motor stalled. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: upon further evaluation of the returned device it was determined that the control was defective, motor stiff, trigger blocked, tool coupling was defective and the machine was extremely dirty. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.